Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and feels folded. Imaging was performed confirming rupture. The ultrasound reported "left: findings suggestive of a possible intracapsular implant rupture and noted along the lower outer quadrant. There is no suspicious mass or other sonographic abnormality. No axillary adenopathy." Healthcare provider confirmed rupture. Patient additionally reported "I¿ve been in pain for an entire year". The device has been explanted.

Event description:
Patient reported left side rupture and feels folded. Imaging was performed confirming rupture. The ultrasound reported "left: findings suggestive of a possible intracapsular implant rupture and noted along the lower outer quadrant. There is no suspicious mass or other sonographic abnormality. No axillary adenopathy." Healthcare provider confirmed rupture. Patient additionally reported "I¿ve been in pain for an entire year". The device has been explanted and replaced. Device has been discarded.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease folding of implant: not observed. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: b1, b5, h6.